Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"It was reported that heparin ran into the bed, on inspection it was found that the spigot under the screw connection was broken when did the incident occur? During use short description connection point broken without force being applied".